Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a burn in the skin of a patient. Additional details have been requested. We are considering this event to be a serious injury based on the answer to the question: was there an adverse event associated with this feedback = yes.

Manufacturer narrative:
There is no information supporting a malfunction of either the device or the involved defibrillator pads. Redness to the skin is a normal observation.

Event description:
The customer reported a burn in the skin of a patient. The device was in use on a patient. There was no adverse event.